Manufacturer narrative:
(B)(4). The transfer set was discarded and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the caregiver (cg) that a system error (se) 2240 (air in set) alarm occurred during dwell 5 of 5 on the homechoice (hc). The patient's peritoneal dialysis registered nurse (pdrn) stated that the transfer set had come untwisted from the catheter adapter. The technical service representative (tsr) reviewed proper procedure with the cg. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.